Event description:
The customer stated that the insulin pump was exposed to moisture. The reported blood glucose reading was 148 mg/dl. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion on the liquid crystal display.